Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported issue could not be duplicated. The investigation found no issues with the device delivering. According to the investigation, the pump was tested and found to be functioning properly and delivering within specification. No further action will be taken.

Manufacturer narrative:
Other, other text: , corrected data: correction- reporter name changed in section e1.

Manufacturer narrative:
(B)(6).

Event description:
Information received a smiths medical cadd legacy 6400 pump received an email on accuracy testing. The email reported stated- " decided to repeat the calibration as described in section 5 of the manual, under precision testing. I conducted 3 tests, which led to an accuracy error rate of -14.5, -18.5 and -15.5% respectively. The presence of this serious anomaly can be easily confirmed even only visually: with a 50ml syringe I transferred 40ml of water into the tank and, at the end of the run, I removed the remaining water: in all cases I could remove approximately 23-24ml. These accuracy errors are extremely far from the accuracy of -0.5% declared. They are also incompatible with the +-6% limit of acceptance of the output quality control." No patient involvement as stated was testing device.